Event description:
It was reported the device was explanted and replaced due to early battery depletion. It was also reported the device depletion was related to the fact it had delivered a lot of shocks. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: based on projected longevity calculation, analysis determined the device did not meet expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported the device was explanted and replaced due to early battery depletion. It was also reported the device depletion was related to the fact it had delivered a lot of shocks. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device was out of specification in a manner that relates to event premature eri (elective replacement indicator).